Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced previously for preventative maintenance on (B)(6) 2012. Upgrades were performed. No problems were found. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a patient who received an infusion too quickly was confirmed by baxter personnel during product evaluation. The intended volume to be delivered was 30 ml, and the actual volume delivered was 250.5ml, indicating an over infusion of 735%. A full functional test was conducted for this device, and the pump passed all tests including a one hour accuracy test. The root cause was assigned to misprogramming resulting from use/user error, as the user entered a rate of 440ml/hr rather than the intended rate of 30 ml/hr. No repairs were required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported to baxter (B)(4) where a patient was receiving an infusion and a colleague infusion pump infused too quickly. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.